Manufacturer narrative:
(B)(4). Batch # n53k1r. The analysis results showed that three ecr60w cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: concomitant products: device pse60a was used with the reload.

Manufacturer narrative:
(B)(4). Batch # n53k1r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the product code of the stapler used with the ecr60w (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a left upper lobectomy procedure, several staples at the middle segment were not deployed after the first firing with an white cartridge; the tissue was cut. Another two cartridges were used to continue the procedure, but still had the same problem. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.